Event description:
(B)(4). Same patient as MFR ID: 2134265-2011-02975, 2134265-2011-02976, 2134265-2011-02977, 2134265-2011-02978, 2134265-2011-02979. It was reported that during a coronary stenting treatment procedure, the patient experienced distal step up of the vessel diameter. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 80% stenosed, 3.0mm in diameter and 10mm long. Lesion 2 was located in the distal rca. The lesion was 60% stenosed, 3.0mm in diameter and 12mm long. Lesion 1 was treated with predilation and placement of a 3.0x24mm taxus liberte stent. After the 3.0x24mm taxus liberte stent was deployed, the distal rca look somewhat worse because of the increase in size of the distal runoff - "distal step up of vessel diameter" . This was treated with deployment of the 2.75x20mm taxus liberte stent overlapping the distal end of the previously placed 3.0x24mm taxus liberte stent. The entire segment was post dilated with a non-compliant balloon resulting in 0% residual stenosis. Lesion 3 was located in the distal left anterior descending (lad). The lesion was 70% stenosed, 3.0mm in diameter and 32mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Residual stenosis 0%. Lesion 4 was located in the mid lad. The lesion was 50% stenosed, 2.5mm in diameter and 15mm long. The lesion was treated with direct stent placement using a 3.0x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 5 was located in the 2nd obtuse marginal. The lesion was 90% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Event description:
(B)(4). Same patient as MFR ID: 2134265-2011-02975, 2134265-2011-02976, 2134265-2011-02977, 2134265-2011-02978, 2134265-2011-02979. It was reported that during a coronary stenting treatment procedure, the patient experienced distal step up of the vessel diameter. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 80% stenosed, 3.0mm in diameter and 10mm long. Lesion 2 was located in the distal rca. The lesion was 60% stenosed, 3.0mm in diameter and 12mm long. Lesion 1 was treated with predilation and placement of a 3.0x24mm taxus liberte stent. After the 3.0x24mm taxus liberte stent was deployed, the distal rca look somewhat worse because of the increase in size of the distal runoff - "distal step up of vessel diameter" . This was treated with deployment of the 2.75x20mm taxus liberte stent overlapping the distal end of the previously placed 3.0x24mm taxus liberte stent. The entire segment was post dilated with a non-compliant balloon resulting in 0% residual stenosis. Lesion 3 was located in the distal left anterior descending (lad). The lesion was 70% stenosed, 3.0mm in diameter and 32mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Residual stenosis 0%. Lesion 4 was located in the mid lad. The lesion was 50% stenosed, 2.5mm in diameter and 15mm long. The lesion was treated with direct stent placement using a 3.0x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 5 was located in the 2nd obtuse marginal. The lesion was 90% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4); device expiration date corrected from 06/13/2010 to 06/09/2010. (B)(4).